Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr results from a coaguchek inrange meter serial number (B)(4). At 5:00 pm the meter result was 1.5 inr. At 5:02 pm the meter result was 3.8 inr. The results were from two different fingers. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation of an adverse event. The customer's meter and test strip were requested for investigation.